Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
The patient's blood glucose levels reached 21 mmol/l (378 mg/dl). The pod was reportedly leaking while worn for between 37 and 48 hours. When the pod was removed from the insertion site (hip/buttocks), the cannula was found bent. As treatment, a new pod was applied.